Manufacturer narrative:
All available information was investigated and the reported difficulty closing the clip and clip jumping could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty closing the clip and clip jumpiness. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report clip jumping. It was reported that during preparation of the clip delivery system (cds), resistance was felt when closing the clip and the clip arms slightly jumped while closing. After the clip arms jumped, the clip was able to be closed without further issues. However, the clip was tested again, and the same issue occurred. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.